Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button alarm and had an unresponsive keypad. The customer's blood glucose was 9 mmol/l. The customer stated that the issue was not resolved by a battery replacement. The buttons had not been pressed for longer than 3 minutes, and the insulin pump had not been dropped or bumped. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and cracked belt clip slot.